Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 1 year, 1 month. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2017. The lvad clinician stated that the patient suffered from a major driveline infection, and subsequently experienced a massive hemorrhagic stroke and died. Additional information was requested, but was not provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection and expiration due to a massive intracranial bleed could not be conclusively determined. Stroke, bleeding and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.